Manufacturer narrative:
(B)(4).

Event description:
The customer reported that upon opening three packages, the inner cannulas appeared longer that the distal tip of the outer cannula. There was no patient involved. The three incidents one each tube are referenced on our reports: 2936999-2016-00360 , 2936999-2016-00361, 2936999-2016-00362.